Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer reports no. 2015691-2014-00013, 015691-2014-00015 and 015691-2014-00021.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report it was felt that the apex access site bleeding really started during the placement of the pledgets due to both a technique issue and a tissue issue. Other risk factors include the patient¿s advanced age ((B)(6)) and a baseline platelet count of 129,000. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs) report, during a transapical tavr procedure a mini-left thoracotomy was performed in normal surgical fashion. During the placement of the pledgets the patient's blood pressure dropped from 120mmhg to 60mmhg and the anesthesiologist stated that the hematocrit had dropped from 36 to 29. One unit of blood was transfused. The pressure continued to decrease. The 20 x 3 edward's bav balloon was positioned and the bav was performed with no rapid ventricular pacing (rvp). The patient had an episode of chb after the bav and then intermittent heart block throughout the remainder of the procedure. An ep consult had been arranged prior to the case, as it was felt that there was a high risk of chb. Post bav the blood pressure was 40 mmhg systolic. The team discussed placing and iabp vs. Cpb. The 26mm sapien valve was introduced and positioned 50:50 across the aortic annulus. An aortogram was done during deployment; however the valve shifted ventricular and was deployed lower than intended (70:30 ventricular). The blood pressure did not recover post valve deployment and was 30/20 mmhg; intra-aortic epi was given via the 6f pigtail catheter. Tee noted that the native leaflets were coming in over the sapien and there was severe central aortic insufficiency (cai). A 2nd 26mm sapien was deployed approximately 70% more aortic than the 1st sapien. This resolved the cai, no paravalvular leak (pvl) was noted. Tee documented a ventricular standstill and CPR was initiated. Two more units of blood and two units of platelets were administered. Repair of the apex was initiated. A 40 cc iabp was placed from the right femoral artery. The patient's pressure had recovered before the iabp was started. The pressure was 180 mmhg and ntg was started. As the patient was pacer dependent, the temporary pacer was set at 70 bpm. Per report the patient was doing well post procedure. Per post procedure de-brief it was felt that the bleeding really started during the placement of the pledgets due to both a technique issue and a tissue issue. There appeared to be an uncontrolled bleeding at the apex, with a large amount of blood loss in a very short time period which then was controlled. Anesthesia commented that the ¿dramatic volume loss in a short period of time¿ made stabilizing the patient difficult.